Event description:
The customer reported that the ventilator will not run on battery power. The customer reported that the unit was in use on patent, but there was no patient harm reported. Patient information was requested and not provided.